Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customers mother reported via phone call that the insulin pump had an error in the motor was detected by reading unexpected value from hall sensor. Customer's blood glucose value was 246mg/dl at the time of the incident. Customer also sated insulin pump alarm hardware low level failures. Insulin pump was not exposed to a high magnetic field. Customer performed displacement test which was passed. Customer reports they were able to clear the alarm also able to rewind the pump. Customer performed self-test which was failed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.

Manufacturer narrative:
Device passed displacement test, rewind, prime, basic occlusion, force sensor test and occlusion test. Hardware low level failures alarmed during self test and confirmed in pump history with variable due broken trace at keypad assembly. No an error in the motor was detected by reading unexpected value from hall sensor error alarm alarms noted during testing.